Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service was requested and the hospital solved the problem themselves . No farther information has been received regarding how the problem was solved. No logs were received and no parts were returned for investigation. Due to the lack of information, the root cause of the reported event could be determined. H3 other text : 4117.